Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 300 mg/dl. Customer was unable to complete troubleshooting during the call and declined follow-up. Tandem technical support provided pump reset information and advised customer to call back if issue persisted.